Event description:
It was reported that the patient feels skipped beats and their home blood pressure machine is reporting irregularities. Follow-up was conducted to obtain information on the patient and whether the skipped beats are device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).